Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 612 mg/dl and 2.1 mmol/l ketone level. The cause was unknown. Customer administered a correction bolus via the pump to address the bg. User received drip (specific treatment was not provided) and insulin with insulin pen from the nurse at the ER. No alerts of occlusion and no problems with infusion set, cartridge or insulin were observed. Customer was discharged the next day with issue resolved and no permanent damage. A replacement pump was sent to resolve the issue.